Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-sep-02 rtg0882485 (con): information was received from a friend/family member regarding a patient who was implanted with an im plantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient has been having trouble. The doctor told them to call medtronic because there is something going on with the machine. They increased the intensity and it burned them and it was excruciating pain. The issue has been going on for a month. The caller wanted to know their options. The agent explained they could try to turn down the stimulation, change programs, or turn the therapy off. The patient representative called back regarding the previously noted request. The agent walked the caller through connecting to ins, and the caller decreased stimulation. The caller confirmed the patient was not feeling any burning.